Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they requested a bolus shortly before calling in and it read 1 hour and 55 minute lockout. The patient did not see any alerts and wanted to confirm that meant that they received the bolus they requested. The agent assisted the patient with resyncing to the pump, and the patient confirmed a similar lockout time. The patient confirmed max activations were 6 and they had 2 boluses left today, which was correct. During the call, the patient mentioned that when connecting to the pump, it would take 14 seconds to get from 91% to 100% but the patient connected well on the call without issue. The patient called back on 2024-12-17 stating that they were still having connection issues and they wanted assistance with using the external devices to connect. The agent assisted the patient with using the devices, and the patient was able to connect with the pump and deliver bolus.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.